Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference (B)(4). Following a pvc ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and the safire blu ablation catheter was advanced through a sl0 introducer and ablation was successfully completed in the left ventricle. After the devices were removed, the patient became nauseated and bradycardic. Anti-nausea and blood pressure medications were administered and an echocardiogram revealed a small effusion; however, a pericardiocentesis was not required at that time. A pericardiocentesis was performed later and the patient recovered with no further issues. There were no performances issues with any sjm device.